Event description:
It was reported during sedation for an unknown therapeutic laparoscopic procedure part of the device broke off into the abdominal area. The part was retrieved and the procedure was completed using a back up device. No reports of patient harm.

Event description:
Additional information was received from the customer that the device broke at the distal end of the jaws insert. One section of the jaw broke, leaving only one jaw behind.